Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the guide-wire got loose such as crack. No other information was provided.

Event description:
It was reported that the guide-wire got loose such as crack. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a frayed guidewire is confirmed and was determined to likely be related to the guidewire being pulled against a needle bevel. One 0.018¿ nitinol guidewire was returned for evaluation. An initial visual observation showed the guidewire to be very elongated at the distal end. A microscopic observation revealed a break in the coil wire and a break in the core wire. The distal tip of the guidewire was not present with the returned product. A sharp bend was observed in the vicinity of the break of the core wire. Necking was also observed at the break site with a slightly polished region on the edges of a mostly granular fracture surface. Based on observations of the break site such as necking, a slightly polished fracture surface edge, and a sharp bend in the vicinity of the break site, the complaint of a frayed guidewire appears to be due to resistance against the guidewire. In addition, the distal end of the wire that includes the weld tip could not be accounted for in the sample returned. This event may occur when the guidewire is pulled against the introducer needle; therefore, the complaint of a frayed guidewire is confirmed. H3 other text : evaluation findings are in section h.11.